Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device was observed that there was liquid coming out of the motor. It was determined that this type of damage is indicative of damaged cause by immersion during cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow the directions for use, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was very hot to touch. The reporter stated that the motor device did not emit any smoke. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.